Manufacturer narrative:
(B)(4). No sample was available.

Event description:
A customer contacted baxter's global technical service center asking for assistance with ending therapy on the homechoice (hc) machine during dwell 2. The home patient (hp) stated that the supply bag became disconnected from the supply line. The hp then disconnected from the setup and the technical service representative (tsr) assisted the hp with ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated no defects were seen with the cassette or bag; it was just that it had been spiked incorrectly. The hp could not remember any other details from the incident. The hp has been doing fine and continuing therapy on the cycler as usual.